Manufacturer narrative:
Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. The operative report indicates that this device was oversized due to a fibrotic annulus. Unfortunately, the root cause of this event cannot be confirmed with the abscence of cardiac imaging and the subject device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same procedure due to sizing issues. It was identified, through review of source documentation provided, that the this patient presented with recurrent mitral valve regurgitation requiring replacement. The 27 mm edwards valve was implanted but was noted to be severely oversized in the annulus which had become fibrotic from the patient's previous mitral valve repair. The patient was weaned off cardiopulmonary bypass and there was significant central regurgitation. Therefore, the valve was removed and a 25 mm edwards bioprosthetic valve was implanted. Patient was noted to have long pump and cross clamp times and had post cardiotomy syndrome with biventricular failure. After another bypass run to allow for recovery of myocardial function, an extracorporeal membrane oxygenation circuit was placed via left groin to allow for longer-tem bridge to recovery. The chest was left open and the patient was taken to the cvcu in critical condition.